Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) has reported that the iabp was making a hissing sound and the monitor mount was not retracting. The fse performed test with the balloon and trainer and was unable to duplicate catheter restriction alarm. The fse verified the entries in the alarm log and discovered that the iabp was dropped on the rear panel. The iabp had a dent which damaged the pressure tube for the compressor, which caused a leak (hissing sound). The fse straightened the rear cover, and replaced pneumatic hose. The fse tightened display mount screws with loctite, and confirmed that the mount is functioning normally. The iabp was calibrated and it passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) had a balloon catheter restriction alarm. The customer restarted the iabp and it only worked for a bit. The message came back, and the customer swapped the iabp for another. No adverse event was reported.